Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right deflation, device moves about, and pain. Patient additionally reported having "fibromyalgia;" not related to the device. Manufacturer of the device is unknown. Device has been explanted.